Event description:
During a routine hemodialysis treatment the operator reported the venous line became loose and the patient was losing blood. Treatment was ended without rinse back. The total amount of blood lost was not known. The patient was transported to the hospital and admitted overnight for observation. No medical intervention was reported. Patient's hb on (B)(6) 2012 was 11.5 and hb during admission did not go below 10.

Manufacturer narrative:
Follow-up with the facility staff attribute the venous needle dislodgement to insufficient taping of the fistula needle. No evidence of a device malfunction. Nxstage considers this report closed.